Event description:
It was reported that the power coil cable was cut and caused an electrical short. The short then caused damage to the cpu board and it would no longer work. No patient involvement or adverse consequences were reported.